Event description:
A us distributor returned a monitor and reported the connector latch does not secure with monitor

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. The monitor's electrode belt receptacle was damaged. One of the trunk cable latches were broken off causing the trunk cable to not securely lock into place. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.